Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump "was in bad shape". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the keypad symbol was worn off the ok button. The display was dim and discolored and the battery compartment was cracked. ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no alarms occurring. There was no evidence of errors, alarms, warnings or pump reboots found in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.